Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: manufacturing deficiency. Manufacturer contacted customer with follow up phone calls;customer was reached on third call;customer informed that was able to resolve the issue and hanged up. Customer declined replacement.

Event description:
Consumer reported complaint for uncapped lancet via email to customer service regarding an opened lancet that stuck his finger causing it to become numb. The customer is concerned the uncapped lancet. Medical attention is not reported.